Event description:
It was reported that the device was used during an unknown procedure, difficulty to clamp onto the tissue. No patient consequences. Another device used to end procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.